Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical device on 2023-03-21: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by , occurred on (B)(6) 2022. The information was provided that the incident was a stroke." Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical device on 2023-03-21: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by , occurred on 2022-05-19. The information was provided that the incident was a stroke." On (B)(6) 2023 the information from the customer was received that the customer is not aware of any implants on (B)(6) 2022, nor did the customer reported any stroke to where a patient was connected to an ECMO. Therefore no more information could be provided by the customer in regards to the product or any event, to enable any investigation from the manufacturer. Based on the available information the reported event "stroke" could not be confirmed. This complaint was found in the database of customer complaints as a single event (timeframe from 2022-03-21 till 2023-03-21). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported event is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : according to the customer the event never happened.